Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was confirmed in pump logs on (B)(6) 2016. User's basal rate was adjusted as high as 6 u/hr throughout the day on (B)(6) 2016. The customer's basal rate settings have since been adjusted down to 3.75 u/hr. There were no unusual bolus requests made. High basal rate settings may have led to low bg level. User has since lowered basal rate settings. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31 mg/dl. To address the low bg level, the customer's wife gave him food and juice. The contact reported that the customer was acting erratic and swinging his arms around; however, the contact reported usually assisting the customer with giving food when bg levels are low. Reportedly, the customer did not have a proper meal which caused the customer's bg level to go low. In addition, the customer experienced another low bg level on (B)(6) 2016 of 24 mg/dl. The customer consumed a peanut butter sandwich and juice to address bg level. At the time of the call, the customer reported bg level was at 68 mg/dl and continuing to rise. Recommendation was made to call back tandem technical support should further assistance be required.